Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Broach would not fit neck trials, this delayed surgery by approx. 5 minutes no effect to outcome for patient and surgeon. Xx was not concerned but the set is out of action until a replacement part has been supplied.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the affected product was not possible because the product was not returned for analysis. Based on the investigation performed no product problem was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.